Event description:
An (B)(6) patient contacted the baxter technical service indicating they were in dwell 4/5 and wanted to end therapy as the paramedics were at the home to transport the patient to the hospital due to vomiting and shortness of breath. The patient reported they did not feel full and believed the therapy was unrelated to this event. Baxter (B)(4) attempted contacting a resource who indicated they are unable to supply any further information on this case. Baxter (B)(4) attempted contacting the patient's sister without success. No further information will be provided regarding this event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation was performed. Should additional information become available a follow-up will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; the reported condition was not confirmed. The cause was undetermined.